Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing a review of the device history indicated an s233 (over temperature-psc) malfunction alarm code and the abnormal sound from the fan was confirmed. This was due to a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported s233 (overtemperature-psc) malfunction alarm codes and an abnormal sounding fan. The device was returned to the biomedical department for an unspecified reason. No specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, a review of the device history noted an s233 malfunction alarm code and the abnormal sound from the fan was confirmed. No additional info was provided.